Event description:
A nurse reported that there was a separation of the ccpd (continuous cycling peritoneal dialysis) tubing during the dwell phase of an exchange. The leakage from the set woke the patient. Prophylactic antibiotics were started immediately and the pt remained asymptomatic.